Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site through routine preventative maintenance (pm). The system control board became unresponsive during pm. The system control board was replaced and the system was tested through an imaging system check-out. All final inspections passed and the system was returned to service. The replaced part has been returned, although evaluation is not yet complete. No further issues have been reported.

Event description:
A medtronic representative reported that while performing routine preventative maintenance (pm), the system control board in the imaging system was not functioning. This was discovered outside of any procedure and no patient was involved. No further details were reported.

Manufacturer narrative:
Medtronic investigation of returned suspect control board finds that testing was unable to confirm reported problem. The control board was installed in the test imaging system and the system readied as expected. Peripherals, motion, 2d and 3d imaging functioned as expected. Communication in tera term was functional. No problem found. As previously reported the control board was replaced and resolved the reported issue.